Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4),, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was experiencing severe pain at his upper lead site. The patient said his healthcare professional (hcp) went in and "revisited" the site and they couldn't see anything wrong. The patient stated that it was hard to live with this pain but he doesn't want to have the stimulator removed because it does help him. The patient stated that the pain was there whether the ins was turned on or off. The patient asked how to go about getting a 2nd opinion and patient services reviewed that they could send physician listings to him and he can decide if he needs to get a 2nd opinion; listings were sent to the patient. No further complications were reported/anticipated.